Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The cuff miss was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an interventional endovascular aneurysm repair (evar) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, during needle retraction no suture was visible. A second proglide was used with the same result. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath size used during the preclose procedure was 7f and was upsized to 18f for the evar procedure. The evar procedure was completed and the two successfully placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.